Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavour resolute drug eluting stent to treat a lesion situated in the mid cx and om. The lesion exhibited moderate tortuosity and 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected prior to use with no issues. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the sheath with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated with 40% stenosis remaining after pre-dilation. The inflation device did not remain on neutral pressure during the delivery of the device. The device did pass through a previously deployed stent. It was noted that stent dislodgement occurred when crossing the lcx during delivery. No attempt was made to retrieve the dislodged stent. The physician deployed the stent where it has dislodged in the mid cx and om using the balloon of the endeavour resolute. No new stent implanted. There are no injuries reported. Patient status was stable.